Manufacturer narrative:
(B)(4). Patient information was requested and the customer refused to provide information.

Event description:
The customer reported that the battery is not charging. The customer reported the unit was in use on patient, but there was no patient harm.